Event description:
The user received erroneous troponin t results for two patient samples. The first patient had an initial result of 0.203 ng per ml and repeat result of less than 0.010 ng per ml. The second patient had an initial result of 0.050 ng per ml and repeat result of less than 0.010 ng per ml. No information was provided to determine if the erroneous results were reported or if the patients were adversely affected. User said sample for second patient was lipemic and was centrifuged at 3200 rpm for 10 minutes. The field service representative replaced the pinch tubing in the course of a visit on (B) (6) 2009 - (B) (6) 2009. Verification of analyzer operation included controls and samples (run by the customer) which were okay. If additional information is received, appropriate notification will be provided.